Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor placed the sheath on the patient's body according to the IFU, and air was noted on the side while performing the procedure. A new kit was used successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned one percutaneous sheath and dilator assembly. Visual examination did not reveal any defects on the dilator hub , dilator body, or sheath. Microscopic examination of the sheath did not reveal any defects. The sheath met all dimensional requirements. Functional testing was performed by connecting the sheath to the lab leak tester and clamping off the distal end of the sheath. There should be no liquid leakage from the hemostasis valve in the form of a falling drop when tested at 3 psi for 30 seconds. Likewise , there should be no liquid leakage past the hemostasis valve in the form of a falling drop when tested at 6 psi for 30 seconds. The leak tester was turned on and the pressure was increased to 3 psi for 30 seconds. No leaks were observed. The leak tester was then increased to 6 psi and held for 30 seconds. No leaks were observed from any region of the sheath. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The product IFU warns the end user that exposure of central vein to atmospheric pressure may result in entry of air into central venous system. (Con't). The reported complaint of the sheath leaking could not be confirmed through visual examination or functional testing of the returned sample. The returned sheath did not leak during functional testing and met all dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned sheath.

Event description:
The customer alleges that the doctor placed the sheath on the patient's body according to the IFU, and air was noted on the side while performing the procedure. A new kit was used successfully.